Event description:
Caller reported aviva system blood glucose results compared to professional system. All results mg/dl. 6:00 pm professional meter read 115 6:10 pm- aviva meter read 72 6:15 pm- professional meter read 190 6:20 pm- aviva meter read 522 no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.